Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented via a merlin.net transmission with a vf episode containing a delayed hv therapy as a result of intermittent undersensing of r-waves. The post sensed decay delay was decreased and was successful.